Event description:
The customer reported that he had problems with his infusion sets for the last couple of months. Customer stated underneath the adhesion if becomes like an infection. Customer stated had 9 sores and one of these sores got infected and it took a month for the infection to clear. No blood glucose reading provided. Customer declined troubleshooting. Customer was not giving any information. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.